Manufacturer narrative:
Continuation of d10: product ID: 8709, serial# (B)(6), implanted: (B)(6) 2008, product type: catheter. H3: the pump was returned, and analysis found no anomalies. H3: the pump was returned, and analysis found user damage to the pump connector beyond intended reliability. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4) , ubd: 21-mar-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient receiving unknown baclofen (96 mcg/day) via an implanted pump. It was reported the patient was in-patient in the hospital due to the pump eroding through the skin and the hcp wanted to explant it. Additional information received from a healthcare provider via a manufacture representative reported the cause of the pump eroding through the skin was unknown. It was noted the patient broke the catheter and the pump was now out of the patient. The explant was being scheduled. The pump was in the reps possession and would be returned. Additional information received from a healthcare provider via a manufacture representative reported the patient apparently broke the catheter somehow. The pump was exposed and under a bandage and rep believed the patient ripped off the bandage and broke the catheter from the pump. The patient was experiencing confusion and cognitive impairment. The cause was unknown. Part of the catheter will be returned with the pump, the part that is attached. The other portion of the catheter still resided in the patient and it will be explanted at a future date.